Event description:
It was reported that the patient became asystolic upon interrogation. The device also presented with crosstalk. The patient was seen again the following day and no crosstalk was observed. The patient will continue with routine follow-up and will be monitored closely for any oversensing issues.

Manufacturer narrative:
No medwatch form was received.